Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. X-ray imaging was performed to identify the dislodgement. The rv lead was explanted and replaced. There were no patient consequences.